Event description:
The user facility reported that the device released pressure during the procedure. If this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: the device was evaluated with no problem found.

Event description:
The user facility reported that the device released pressure during the procedure. If this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.